Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (mid to high 400s mg/dl). To address the high bg, the customer would change out the infusion set tubing and site. The customer did not know the cause of the high bg. The customer had reverted to using insulin injections to manage diabetes due to an upcoming surgical procedure (not related to pump or supplies). As the customer was not wearing the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the high bg was unable to be performed.